Event description:
Balloon burst.

Manufacturer narrative:
As reported by our affiliate, this balloon burst in a pt during dilation of the femoral artery by hand injection. The inflation pressure used is unk. The vessel was calcified. There were no adverse effects on the pt. The procedure was completed with another balloon catheter. This prod is not available for eval and testing. Add'l info rec'd will be submitted within 30 days upon receipt.